Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer cancelled the work order and confirmed that the issue was resolved by the customer. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that some of the medication drawers were not opening and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.